Event description:
Clinical report states the patient was revised due to infection. Patient's operative records were received. Records indicate the patient underwent and open reduction and arthrotomy, on (B)(6) 2013, to address an implant dislocation. The head and liner are now being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states the patient was revised due to infection. Doi: (B)(6) 2012, dor: (B)(6) 2013 (left hip). Update: (B)(6) 2013 - patient's operative records were received. Records indicate the patient underwent and open reduction and arthrotomy, on (B)(6) 2013, to address an implant dislocation. The head and liner are now being reported. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records were obtained and have been reviewed. It is not possible to determine, based on the information available, that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.